Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The camera instrument adapter was noted to be damaged.

Event description:
It was reported that during a da vinci-assisted surgical procedure, non-recoverable errors occurred. System error 252 (indicating that one of the master supervisory controller's (msc) interfaces timed out) was displayed and after restart, system error 316 (indicating an unexpected node or subsystem connected to the vision side cart/core) occurred. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for assistance. The tse reviewed the system logs and confirmed system error 316. The tse requested the surgical staff to perform a system restart with emergency power off (epo). After doing so, the system came up with a system error 31221. The surgeon decided to convert the procedure to laparoscopy. The tse asked the surgeon to restart the system one more time but the surgeon did not want to do so. After procedure, the surgical staff restarted the system again and the error was cleared. The procedure was completed laparoscopically with no patient injury. Isi obtained additional information regarding this event by following up with the customer. Prior to the system error, the endoscope moved with unintuitive motion. It was noted that the endoscope moved up/down while moving it left to right. The surgical staff experienced a reversed control of the endoscope, despite being oriented and installed correctly. There were no issues noted during set up of the system. The system was inspected and tested prior to use. The error messages did not appear prior to starting the procedure. The procedure had been in progress for approximately 1 to 1.5 hours when the issue occurred. The surgical staff did not observe that there were any outside influences that were impeding movement of the system/universal side manipulator (usm). The patient did not experience any post-operative complications following the surgical procedure.